Event description:
The manufacturer received information regarding everflo device. The patient has alleged eye irritation; dizziness and/or headache, asthma (new or worsening). Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information regarding everflo device. The patient has alleged eye irritation; dizziness and/or headache, asthma (new or worsening).medical intervention was not specified. No additional information can be requested at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. 510k. Box d: product brand name updated. Box g: report source - other & 510k (rfb) updated. Box h: evaluation method code, evaluation results code, and conclusion code grid has been updated.